Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The insulin did not exit. The infusion set was changed and connected to reservoir. The insulin did exit the tubing but the insulin pump alarmed no delivery during manual prime. The reservoir was changed. The customer stated that the insulin pump alarmed no delivery again during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.